Event description:
Vns pt can no longer feel magnet mode stimulation and has to swipe the device at least 6 times with the magnet before they feel it stimulate. It was also reported that the pt's seizures are returning to pre-vns baseline frequency. The pt has continued to experience clusters of seizures with the vns therapy, but is now having daily seizure activity as well as breakthrough clusters of seizures. The pt plans to follow up with their neurologist. Investigation to date has been unable to determine whether the device is functioning properly.